Event description:
It was reported that the customer had pressure rate was alarming early during infusions which was resolved with a new bottom pressure sensor and a default calibration which put the pressure in the correct range. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.